Event description:
It was reported that the customer had concerns regarding the pump battery life. There was no impact on the customer's blood glucose level. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond.